Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that introducer introsyte-n 1.9f 1.9cm sheath broke. The following information was provided by the initial reporter: it was reported that nnp slid introducer catheter out and went to peel it away. Nnp grabbed the purple wings to snap and peel away and one of the purple wings completely broke off before the peeling could be completed.   Verbatim: describe the event or problem: neonatal nurse practitioner (nnp) placed a PICC line into patient using introsyte-n introducer. After vein was accessed, the needle was moved and PICC catheter advanced without difficulty. Nnp slid introducer catheter out and went to peel it away. Nnp grabbed the purple wings to snap and peel away and one of the purple wings completely broke off before the peeling could be completed. So there was no way to continue to remove the peel away catheter. Nnp had to have another nnp scrub in to hold PICC catheter in place while tweezers were used to slowly pick off the rest of the peel away catheter. This was successful and no harm occurred.

Event description:
It was reported that introducer introsyte-n 1.9f 1.9cm sheath broke. The following information was provided by the initial reporter: it was reported that nnp slid introducer catheter out and went to peel it away. Nnp grabbed the purple wings to snap and peel away and one of the purple wings completely broke off before the peeling could be completed.   Verbatim: describe the event or problem: neonatal nurse practitioner (nnp) placed a PICC line into patient using introsyte-n introducer. After vein was accessed, the needle was moved and PICC catheter advanced without difficulty. Nnp slid introducer catheter out and went to peel it away. Nnp grabbed the purple wings to snap and peel away and one of the purple wings completely broke off before the peeling could be completed. So there was no way to continue to remove the peel away catheter. Nnp had to have another nnp scrub in to hold PICC catheter in place while tweezers were used to slowly pick off the rest of the peel away catheter. This was successful and no harm occurred.

Manufacturer narrative:
H.6. Investigation: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.